Manufacturer narrative:
No unexpected insulin pump error alarms or low battery alarms noted during testing or in the format history file. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unexpected hardware low level failures alarm alarmed during self test, problem isolated to keypad assembly. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed power error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.